Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. The DHR for lot 24717 was reviewed. No ncs, defects, or reworks related to the product complaint were found. H11: correction data = (B)(4). D9; the product that was returned was not associated to this file. The product for this file was not returned.

Manufacturer narrative:
(B)(4). Date sent: 03/02/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides dysphagia, esophageal spasm and chest pain was there any other reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Answer = no more information at this time.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides dysphagia, esophageal spasm and chest pain was there any other reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx device was explanted on (B)(6) 2020 due to dysphagia, esophageal spasm, and chest pain.

Manufacturer narrative:
(B)(4). Date sent: 04/26/2021.